Event description:
The customer reported screen flickering during service maintenance involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.